Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. H3 other text : the pump is out of warranty and the patient is unwilling to send it for investigation.

Event description:
The patient reported that in august 2023, she was hospitalized and diagnosed with hyperglycemia and ketoacidosis as the result of an inaccurate insulin delivery by the infusion device. The customer doesn¿t recall exact dates, but arrived with very critical values and dehydration. She was admitted, disconnected from the pump, received IV fluids, insulin, and potassium. Her glucose was corrected using insulin pens injections. The customer was discharged approximately 5 days later and since then has discontinued using the pump.

Manufacturer narrative:
Correction: g4 - date received by mfg on initial form should have been 10/30/2023.